Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/16/2019. Device evaluation summary: according to the information received it was reported rupture in a breast implant and development of capsular contracture. During evaluation of the sample it was ruptured. It was received in two (2) pieces. Microscopic examination of the edges of the rupture gave no indications of instrument damage. No other anomalies were discovered. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. No further investigation will be conducted on this complaint due to external cause. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade unknown. Concomitant products: 450cc mentor smooth round high profile memorygel breast implant catalog: 3504504bc, lot: 6573155, sn: (B)(4). Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old patient who underwent primary breast augmentation surgery with a 450cc mentor memorygel breast implant experienced right sided rupture and capsular contracture baker grade unknown post procedure. As a result, patient had undergone removal on (B)(6) 2019.